Event description:
Nurse reported a kink in the packed cell line going into the air detector. The kink caused the tubing to break and created a leak. The treatment was discontinued and the volume of blood remaining in the disposable set could not be returned to the pt.